Event description:
It was reported that during implant attempt, the atrial lead had tissue on it, there was positioning/fixation difficulty, and the screw had trouble. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the lead noted blood in/on the helix/lobe mechanism. Damaged at implant. No anomalies found. Upon visual inspection, it was noted that there was blood/body fluid in the distal conductor (not obstructed).